Manufacturer narrative:
S/w version 5.2a. Retainer ring=black. Customer complained on (B)(6) 2021 the pump alarmed pump error 15 and failed battery test. Pump passed displacement test, self test, active current measurement and sleep current measurement. No failed battery test or pump error 15 noted. Pump successfully downloaded to thumps. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Verified the pump alarmed failed battery test on (B)(6) 2021 10:48:34.000 in the pump downloaded history. The formatted history file confirmed the pump alarmed pump error 15 alarm (line number 1935 file number 0) on (B)(6) 2021 10:48:00.000 due to corrupted history as per global logic analysis esf3764385. No moisture damage noted to electronic assembly or motor assembly per visual inspection. The following were noted during visual inspection: scratched case and pillowing keypad overlay. The p-cap/reservoir does lock properly. No failed battery test or pump error 15 noted during test. However, confirmed the pump alarmed pump error 15 alarm (line number 1935 file number 0) on (B)(6) 2021 10:48:00.000 due to corrupted history as per global logic analysis esf3764385. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had battery failed alarm. No harm requiring medical intervention was reported. The customer will discontinue use of the device and returned it for analysis.